Event description:
It was reported that, after the implant procedure of this electrode the screening was not successful, and all vectors did not pass as noise was present. Therefore, the physician performed an electrode revision. An attempt was done to pull back the electrode a little and re suture the fixation point, hoping the r increased and a better r-t ratio was found but that was not successful, and no vectors passed with the automatic set-up. Next to that, the physician retunneled this electrode to the right side of the sternum but with the same result and with lower r wave amplitudes. Then it was decided to place the electrode again left sided around the area where it was initially, but probably with the tip less superficial. An exercise test was done to see how it performs, nonetheless, none of the vectors passed therefore, the technical services (ts) indicated there was an increased risk of over sensing cardiac signal resulting in an inaccurate heart rate calculation. This electrode remains in service. No additional adverse patient effects were reported.